Manufacturer narrative:
The device was disposed by the healthcare facility; therefore, no visual or physical evaluation of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As described in the device instructions for use (dfu) warnings section: monitor the wire position throughout the procedure for proper placement of curve and distal tip. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. Never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. The wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned into the ventricle. The curve of the safari2tm guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the device instructions for use: 1. Ensure a catheter is appropriately placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2 guidewire, from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2 guidewire, advance the j-straightener over the distal section of the safari2 wire to straighten the curve. 4. Insert the safari2 guidewire into the hub of the catheter with the aid of the j- straightener. 5. Carefully advance the distal tip of the safari2 guidewire into the lumen of the catheter. 6. Remove the safari2 guidewire j- straightener by withdrawing it over the length of the safari2 guidewire. 7. Advanced the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors impacted on the event as reported. The lot number for the device was not provided at the time of this report; therefore, section d4 could not be completed, including the UDI number. The sections left blank or unknown on this form could not be completed due to missing information. An attempt to gather further details to obtain the information was made. No additional information has been provided regarding this event. Should additional information be received, a follow up medwatch report will be submitted. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Event description:
Event description: on tuesday, (B)(6) 2025, during the implantation of an acurate prime valve, an unforeseen event occurred with a patient registered in ecare. The following materials were used: delivery system lot: 35229015, loading kit lot: 35507357, isleeve 14f lot: 35743132, acurate prime valve 29mm sn:(B)(6); ref: (B)(4). Loading of the valve was performed correctly. For predilatation, a 26mm balloon osypka vacs iii was used, followed by postdilatation. During predilatation, bav ruptured but predilatation was not repeated, and the case proceeded as planned. The valve loading was executed smoothly and verified upon introduction into the patient's body. Throughout the case, the patient remained hemodynamically stable. During the implantation physicians did fast pacing because of patients arrhythmia which was known before the case, postdilatation was decided due to insufficient valve expansion, performed using a new 26mm osypka vacs iii balloon. After the first postdilatation, partial recoil of the valve occurred, prompting the doctors to repeat the procedure. At that moment, the patient remained stable. After the second postdilatation, the team deemed the valve expansion satisfactory, with pvl measuring 0 and a mean gradient of 9, concluding the case. During ultrasound verification, the patient became hemodynamically unstable, with a minimum blood pressure of 37/19, which doctors managed with medication. The physician conducting the ultrasound identified a hole in the septal wall 1cm below the valve (subvalvular). From that moment, the patient remained hemodynamically unstable but alive. Following stabilization in the cath lab, the patient was transferred to intensive care under medical supervision. The doctors firmly state that none of the boston scientific products were responsible for the unfortunate event. Additionally, they do not wish to share any information or have the situation disclosed further. In the event of the patient's death, boston scientific will be notified immediately by myself upon confirmation from the attending physicians. Likewise, if the patient recovers, this information will also be communicated. Furthermore, there have been no issues with any boston scientific equipment used pre-, during or post- the valve implantation, nor with the valve itself." Associated with labeled use? Yes. Action taken to resolve? Hospitalization or prolongation of hospitalization. Patient condition notes: hemodinamically unstable. Physician assessment of the relationship of the event to the device: no relationship of our products to the patients situation, regarding physicians. On 16may2025: based on the ecare form, it looks like a safari2 guidewire was also used in the procedure. Questions: were there any difficulties with the safari wire during the procedure (e.g. Difficulty tracking, positioning, or keeping stable)? Is there any suspicion that the safari contributed to the perforation? Can you provide the lot number of the safari? Are any of the devices expected to return (prime ds, safari, isleeve)? If not were they discarded? · additionally, is procedural media of the implant case available? If yes, can you upload here: 20191160 - romania - perforation if no, can you provide the reason why? On 19may2025: response to the above questions: that is right, safari2 guidewire was used. During positioning it got entangled in mitral apparatus, but after the suggestion they did reposition, it using the pigtail, placing the pigtail mid-cavity and proceeding with the positioning of the guidewire. From my perspective, perforation did not occur because of safari2 guidewire, and physicians confirmed that when we discussed situation after the case. I will contact hospital for lot of safari2 guidewire, and ask them to provide me media from the procedure, not sure if they will be willing to share it as I wrote in complaint file, because they are stating patients instability was not caused because of any of our products, but our team will do our best to try to provide it to you. We do not expect return any of products, as mentioned in previous paragraph. Note: although there is no known relationship between the safari2 guidewire and the adverse event, wire entrapment/entaglement, and cardiac perforation are known potential adverse events associated with the safari2 guidewire and are listed in the instructions for use.